Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer was instructed to reset the pump to resolve the issue, but declined further troubleshooting or follow up from tandem technical support. There was no reported adverse impact to the customer's blood glucose level.